Event description:
Brush head to come off - oral-b [device breakage]. Brush head comes loose from device...head is attached very loosely - oral-b [device connection issue]. Something in the interior has become worn down - oral-b [device physical property issue]. Case narrative: male consumer via e-mail stated that the oral-b crossaction toothbrush head came loose from their oral-b model 3771 toothbrush device. Something in the interior became worn down, which caused the oral-b toothbrush head to come off. The oral-b toothbrush head was attached very loosely when the device was switched off. No injury was reported. On 22-dec-2022 case update: the concomitant product lot was bh93942151. No injury was reported. On 22-dec-2022 case update: the suspect product lot was pc m2101. No injury was reported. On 03-feb-2022 product investigation results: the suspect product was oral-b power oral care refills crossaction. The concomitant product was oral-b power rechargeable toothbrush handle 3771. No injury was reported.

Manufacturer narrative:
On 03-feb-2023: product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head to come off - oral-b, device breakage. Brush head comes loose from device...head is attached very loosely - oral-b, device connection issue. Something in the interior has become worn down - oral-b, device physical property issue. Case narrative: male consumer via e-mail stated that the oral-b crossaction toothbrush head came loose from their oral-b model 3771 toothbrush device. Something in the interior became worn down, which caused the oral-b toothbrush head to come off. The oral-b toothbrush head was attached very loosely when the device was switched off. No injury was reported.